Event description:
It was reported that oversensing was detected post therapy delivery. Patient presented to hospital following loss of consciousness and multiple shocks. Therapies were deactivated. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. It was reported that this lead was capped and buried. Date of surgery is currently unknown. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 12, 2024 and september 07, 2024 recorded stable pacing impedance around 400 ohms and stable shock impedance around 70 ohms. The provided iegm episodes from september 07, 2024 were analyzed. Episodes no. 89 from 0:26 hr and no. 90 from 11:40 hr showed the occurrence of ventricular fibrillation treated by shock deliveries. Subsequently artifacts on the ff and rv channel occurred, which led to oversensing, ICD charging cycles and shock deliveries. Episodes 91 and 92 from this day also showed inappropriate shock deliveries due to oversensing. In episodes 93, 94 and 95 oversensing led to ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.